Event description:
It was reported on (B)(6) 2015 that the patient was recently seen and has a return of his seizure symptoms and it is stated as becoming worse. Attempts for additional relevant information have been unsuccessful to date.

Event description:
It was reported on (B)(6) 2015 that this patient had a replacement on (B)(6) 2015. The explanted generator is not available for analysis as the explanting facility is a non-return site.

Event description:
It was reported from the nurse at the physician's office that the patient has not been seen for the issue of increase in seizures. The last time the patient was seen was in (B)(6) 2015. No additional information from the nurse was available. On (B)(6) 2015 it was reported that the patient is scheduled for a prophylactic replacement. The surgery is scheduled but has not occurred to date.